Event description:
It was reported that the patient never had therapeutic effect and since getting the device it affected her heart. The patient reportedly saw a manufacturer representative in 2011 and ¿she hooked her up to a machine and determined the leads were broken.¿ the patient stated that one of her healthcare providers (hcp) would not take it out as the leads had too much scar tissue on it. Another hcp the patient saw talked about ¿replacing it with some other item¿ when she only wanted it explanted. The patient also stated that her left leg was numb and her left foot had pain. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 399930, lot # j0546461v, implanted: (B)(6) 2005, product type lead; product ID 748940, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7439, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 748940, serial # (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).